Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that a workstation communication error message displayed. The debug monitor was showing an utg error. Also, one side of screen was staying white. No pt were involved. This happened before a case.